Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a chip reaching to the glue-layer on the device acoustic lens. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the of the observed deep acoustic lens chip reaching the glue layer could not be determined, however, the issue was likely the result of stress due to user handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.